Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was unable to open due to an obstruction caused by the medication that was either improperly loaded or misplaced. The field service engineer stated that there was delay in dispensing the medication to patient. Further, cleared the jam in drawer 5 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the drawer 5 failed to open. The customer tried to recover the station by rebooting, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.